Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil and the distal shocking coil at the proximal end. The separation was a result of excessive drag on the gore and the shocking coils. The helix mechanism did not extend likely due to dried blood throughout the helix mechanism. Analysis could not determine a reason for the reported clinical allegation.

Event description:
Boston scientific received information that during a three month post implant visit, this right ventricular lead displayed decreased sensing values. Lead dislodgement was suspected. A revision procedure was performed. This lead was removed, replaced and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.